Manufacturer narrative:
Initial reporter phone: (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the air flowed back into the side port issue occurred. It was reported that bubbles were noticed at the valve part of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the catheter was switched, bubbles were mixed. Negative pressure was applied to remove them; however, more bubbles were mixed in. It took time to remove the bubbles. No sign of air embolus was observed on the patient. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as a MDR reportable air flowed back into the side port issue.

Manufacturer narrative:
Additional information was received on the event on 2/21/2021. There was no separation of the hemostatic valve. No blood return was observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).